Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended. As a result, the patient's ipg was no longer able to communicate with her charging system and programmer due to being inoperable. An sjm representative attempted troubleshooting via use of multiple external devices to no avail. In turn, the patient's scs system was explanted.